Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of flared up reaction of hardened jelly beans, periodic swelling, and inflamed lips are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events per table 1: injection site responses by maximum severity and duration after initial treatment occurring in > 5% of subjects, possible injection site responses include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected to the lateral oral commissures and lateral lips with 0.5ml of juvéderm vollure¿ xc (lot#v17la70088) and 0.1ml of juvéderm vollure¿ xc (lot#v17la70203). Approximately 3 months later patient developed a flared up reaction of "hardened jelly beans" in the lips and cheeks and "[illegible] areas/periodic swelling." Patient "used lip balm with beeswax - inflamed lips." Patient has been treated with several injections of hylenex, medrol dose packs, doxycycline, singulair, prednisone, 5fu, kenalog, and clearlift laser to commissures then injected with prp. Symptoms have almost resolved. Patient had severe chigger bites 4 weeks ago. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01641 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc (lot#v17la70203), also a device manufactured by allergan.